Event description:
It was reported that the patients implantable pulse generator (ipg) stopped working and it caused burning sensation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years after the implant procedure.